Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received five photos. Through the visual examination of the photos, the unit revealed that the needle was bent slightly at the notch, confirming the reported defect. The needle tip was present in the provided photos; therefore the report of a broken needle could not be confirmed. Bent needles can occur during the manufacturing process but also in the user environment. Since the unit was removed from its packaging, a root cause could not be determined with certainty. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle broke. The following information was provided by the initial reporter: material no: 381511 batch no: 0265143 it was reported needle tip of iag-n was bent when removed from package, when pictures taken and product was being recapped the tip of needle broke off.

Manufacturer narrative:
The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle broke. The following information was provided by the initial reporter: material no: 381511, batch no: 0265143. It was reported needle tip of iag-n was bent when removed from package, when pictures taken and product was being recapped the tip of needle broke off.